Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 485 mg/dl and 72 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with button. Control solution was performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. The reported test strips were not returned. An extended investigation has been performed. Dhrs (device history review) for the precision strips was reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 485 mg/dl and 72 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.